Manufacturer narrative:
The insulin pump functioned properly during the displacement test and the self test. However, moisture damage was found at the electronic and motor assembly. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer thought the insulin pump could be taken into the shower. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.